Event description:
Procedure: appendectomy. According to the reporter: after firing, when the device was about to be removed from the port, the jaws would not close tight enough, so they could not be removed. Add'l incision and suturing were done because part of the staple line was malformed. Used other device. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).